Manufacturer narrative:
H3 other text : third party.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a service required code found. The device's obm board was replaced to address the issue. Additionally, the front enclosure, keypad, rear case, exhaust fan, fan retainer, flow sensor assembly, blower,top plate enclosure, obm housing & handle findings not related to the malfunction/issue.